Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI) with this non-MRI conditional right ventricular (rv) lead. The device and rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).